Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The equipment was returned to the distributor for evaluation. Evaluation confirmed the liquid ingress in the device. Upon evaluation the monitor response buttons were confirmed to be functional and liquid contamination was confirmed on the monitor computer analog board. The equipment did not undergo electrical functionality testing due to the reported and confirmed liquid ingress. Based on a review of the flags there is no indication that the liquid ingress or a device malfunction contributed to the treatment event. The device was removed from service due to the liquid ingress and contamination. The response buttons were fully functional upon evaluation and the false detection was due to an elevated heart rate and change in patient morphology. Monitor sn (B)(4) was manufactured on 05/08/2015. Electrode belt sn (B)(4) was manufactured on 12/02/2013. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The response buttons were fully functional upon evaluation. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate above the prescribed rate threshold. The rapid rate satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. Rapid sinus tachycardia above the treatment threshold contributed to the false detection. The response buttons were not pressed during the event. There was no death or device malfunction associated with the inappropriate defibrillation event. The patient continued to wear the device. Prior to the event the patient's nursing staff showered the patient with the device on due to the staff being "afraid to take the lifevest off of him for his shower". The patient manual instructs the user to remove the device prior to showering and to not place the equipment in water. There is no indication that the use ofthe lifevest in the shower contributed to the inappropriate defibrillations event. The response buttons were found to be fully functional. The false detection was due to an elevated heart rate not a product malfunction. The patient remained in the skilled nursing facility following the event.